Event description:
Tech alleged that the right siderail user control module had fluid ingress.

Manufacturer narrative:
Tech replaced the right siderail cable, user control module and put a new gasket around the siderail insert to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.